Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately calcified right common femoral artery was attempted using perclose proglide devices. Reportedly, a needle-to-cuff miss was observed as no suture was present when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted. During deployment of the second proglide device, the device was rotated enabling suture deployment. However, as the knot was being advanced to the arteriotomy with the guide wire remaining in the vessel, the entire suture with the knot intact pulled out from the vessel. A hemostasis sheath was inserted into the vessel until the effects of the heparin and integrin were at an acceptable level. When the hemostasis sheath was removed, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report. Moderate calcification was reportedly present at the right common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.